Event description:
Instrument failure - the surgeon placed the baseplate implant and when he put the glenoid guide to drill the screws he tightened it too much and broke the screw into the baseplate implant.

Manufacturer narrative:
The reason for the complaint is the fracture at the root of the thumb screw thread from forces exceeding the ultimate strength of the material. There was a 30 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical and were visually examined. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause of the fracture cannot be determined with certainty but is most likely caused by over tightening of the screw using a hex driver or improper orientation of drill during drilling operation. Surgical instruments are susceptible to damage from extended usage, exposure to high torque/loads, or repeated use in many surgeries. The returned instrument was most likely subjected to at least one of these conditions. Care must be taken to avoid compromising their performance as recommended in the instrument instructions for use (IFU) 0400-0146, "recommendations for the care and handling for djo surgical instruments and instrument cases. All critical dimensions and specifications were met when the component was released from djo surgical.